Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse practitioner's tablet was producing a failure to communicate. A company representative performed troubleshooting; however, the issue did not resolve. A known working wand was attempted as was a different serial cable. A new tablet was sent to the physician. The programming tablet is expected to be returned for analysis, but has not been received to date.

Event description:
The tablet was received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Analysis was completed for the returned tablet and the reported allegation was not verified. No anomalies associated with the tablet performance were noted during testing and the tablet performed according to functional specifications.

Manufacturer narrative:
The initial report inadvertently did not report conclusion code as well.

Event description:
The company representative made multiple attempts to retrieve the suspected device, but the tablet was unable to be located. The tablet has not been received for analysis to date.